Manufacturer narrative:
Concomitant: product ID 3487a-45, lot# v526927, implanted: 2010-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3487a-45, lot# v526927, implanted: 2010-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 3708220, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that there were telemetry issues. An implantable neurostimulator (ins) overdischarge was suspected. The last time any stimulation was felt was 1 to 2 months prior to the report. The patient had problems recharging for about a month. The reporter was unable to do telemetry with a patient programmer (pp), an implantable neurostimulator recharger (insr) or a clinician programmer. Physician mode recharge (pmr) would be performed. It was later reported that the patient had a power on reset (por) and that the ins had since been ¿jumped.¿ it was then stated that there was no problem and that this was a patient compliance issue. Additional information received reported that the implant was out of service and would be replaced in the future by a device from the same manufacturer. It was unknown what number overdischarge this was. A pmr was performed but did not successfully reset the device. It was unknown what error code accompanied the por of which was unsuccessfully cleared. The patient had performed 7 or more jumps but none of them worked. A different recharger had been used as well. The device had been dead since 2014-(B)(6). An x-ray was going to be done on 2014-(B)(6) to see if the device had maybe flipped. The patient experienced less than 50% therapy relief. The location of the issue was noted to be on the left side at the implant. Follow-up was performed to determine what the results of the x-ray were and if the device was confirmed to have flipped. This event will be updated if additional information is received.

Event description:
It was reported that x-rays showed the device wasn¿t flipped. It was thought the patient was at their third overdischarge. A replacement was going to be scheduled but there was no replacement date set at the time of the report.